Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter crack in the tube. After review of the provided images material puncture / hole can be confirmed. Due to no sample / video received the reported mechanical jam con not be confirmed. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for treatment of a right superficial femoral artery (sfa) occlusion. During aspiration, the catheter intermittently aspirated thrombus while continuing to pulse as expected. Upon withdrawal of the device and subsequent flushing, a crack was noted at the junction between the catheter tip and the connector, resulting in persistent thrombus shedding. The procedure was successfully completed using an alternate device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for treatment of a right superficial femoral artery (sfa) occlusion. During aspiration, the catheter intermittently aspirated thrombus while continuing to pulse as expected. Upon withdrawal of the device and subsequent flushing, a crack was noted at the junction between the catheter tip and the connector, resulting in persistent thrombus shedding. The procedure was successfully completed using an alternate device. There was no reported patient injury.